Event description:
Reportedly, on (B)(6) 2019 around midnight, during patient¿s hospitalization (for unknown reason), a pause was observed on the ECG. The patient was asleep and did not feel any symptoms. On the same day around 15h00, a follow-up was performed. Capture threshold, pulse width and lead impedance on the atrial and ventricular channels were within normal range. As the displayed residual longevity was 4 months, the device was replaced on (B)(6) 2019. During the replacement, no ventricular lead measurement was performed with a pacing system analyzer. The leads were connected to the new pacemaker, and no anomalies were observed in the leads measurements performed. The device should be returned for analysis.

Manufacturer narrative:
The electrical and mechanical characteristics of the returned device conformed to established specifications. The root cause of the reported pause could not be identified based on available data.

Event description:
Reportedly, on (B)(6)2019 around midnight, during patient¿s hospitalization (for unknown reason), a pause was observed on the ECG. The patient was asleep and did not feel any symptoms. On the same day around 15h00, a follow-up was performed. Capture threshold, pulse width and lead impedance on the atrial and ventricular channels were within normal range. As the displayed residual longevity was 4 months, the device was replaced on (B)(6)2019 . During the replacement, no ventricular lead measurement was performed with a pacing system analyzer. The leads were connected to the new pacemaker, and no anomalies were observed in the leads measurements performed. The device should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019 around midnight, during patient¿s hospitalization (for unknown reason), a pause was observed on the ECG. The patient was asleep and did not feel any symptoms. On the same day around 15h00, a follow-up was performed. Capture threshold, pulse width and lead impedance on the atrial and ventricular channels were within normal range. As the displayed residual longevity was 4 months, the device was replaced on (B)(6) 2019. During the replacement, no ventricular lead measurement was performed with a pacing system analyzer. The leads were connected to the new pacemaker, and no anomalies were observed in the leads measurements performed. The device should be returned for analysis.